Manufacturer narrative:
During a procedure under local anesthetic the tip of a cotton tip applicator broke in the procedure site. The surgeon attempted several times to visualize and remove the tip without having to expand the wound site, but was unsuccessful. Patient was placed under general anesthetic for an open wound exploration. Cotton tip was removed without further issues. No sample was returned for evaluation and a root cause has not been determined. A caution statement on the labeling indicates that this device should not be used in procedures which may require excessive pressure. It is not known if this was a contributing factor to the reported incident. Due to the increased level of anesthesia this medwatch is being filed. Device not returned.

Event description:
The applicator broke in a wound during a surgical procedure.